Manufacturer narrative:
Therefore, because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it is reportable per 21 cfr part 803. The returned reciproc file r25 8/100 25mm 025 is broken at the tip of the active part (mixed conditions torque + fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1688937, #1686908, #1687495, #1689578, #1691269 and #1690714). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a reciproc file broke during use. Tooth will be extracted on (B)(6)2021.